Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of rebooting difficulty, the device initially booted to the software update screen. It was further determined that there was no longer any software listed on the device and therefore the software was reloaded to resolve. Analysis further noted that the keyboard was no longer working, the system fan was noisy and that it failed its wrist electrode and driven lead functional tests on the vxi tester. All found defective parts were replaced and the link electronic module was calibrated as well and the hard drive was reconfigured. (B)(4).

Event description:
It was reported after loading new software via a universal serial bus, the programmer was unable to auto identify the device and the "model select" screen was blank. It was suggested a different universal serial bus be used and if connecting to the secure data network was unsuccessful, to return the programmer for repair. The programmer was subsequently returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.